Manufacturer narrative:
Multiple attempts have been made on 17oct2025, 30oct2025, and 13nov2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had no return volume and was unable to go on standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated there was no return volume and was unable to go on standby. It was found in service mode when device is set to 0 it is reading 240 slpm. Informed customer tolerance should be between -1 and 1. Device is reading out of range. The rse provided steps to show air flow accuracy test with customer per the service manual. The customer requested the part number and price for a replacement flow sensor. Device evaluation and repair are pending, and this investigation is ongoing.